Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that approximately five months post port placement, the patient experienced red and swollen around the port area. It was further reported that the device was allegedly broken and found in pieces. It was further reported that the additional intervention required in the theatre to remove the device. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation, one electronic photo was provided for review. The photo shows one explanted MRI power port with catheter in three segments. The proximal catheter segment was attached to the port. Residue was noted throughout the device. Suture was noted tied on the suture plugs. However, the provided photo itself is not sufficient enough to confirm the reported issues. Therefore , the investigation is inconclusive for the reported fracture and material separation as the exact circumstances during the reported event are unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately four months post port placement, the patient experienced red and swollen around the port area. It was further reported that the device was allegedly broken and found in pieces. It was further reported that the additional intervention required in the theatre to remove the device. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in three segments were returned for evaluation and one electronic photo was provided for review. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture, material separation and identified dent in material issues as complete circumferential breaks were noted on the distal end of the proximal catheter and proximal end of the second catheter segment which was elliptical in shape. The surface of the breaks were granular and glossy. Further a complete circumferential break was noted on the proximal end of the distal catheter segment. The surface was noted to be rounded in one region and granular in one region. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four months post port placement, the patient experienced red and swollen around the port area. It was further reported that the device was allegedly broken and found in pieces. It was further reported that the additional intervention required in the theatre to remove the device. The current patient status is unknown.